Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was almost up to 500 mg/dl and 370 mg/dl. The customer reported that the insulin pump received no delivery alarm which was resolved after complete set change including reservoir. The customer declined troubleshooting for recurring alarm. The reservoir will not be returned for analysis and insulin pump will return for analysis.